Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Did not observe any burn marks or components damage. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. A further extended investigation was conducted. Visual inspection performed on the returned sensor patch and no issue was observed. A review of previous investigation was performed and issue was forwarded for further investigation due no issues being observed. The user mentioned of feeling an electric shock on his arm through sensor fsl3 and afterwards it started displaying error messages. Sensor state 7 with event code 11, 224, 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The returned battery measured and it was within specification range. Hot spots with a thermal camera was looked however no hot spots were observed. The battery in the sensor was too low of a voltage to cause shocks through the casing. Therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports they " felt an electric shock on his arm." While wearing an abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reports they " felt an electric shock on his arm." While wearing an abbott diabetes care device. There was no report of fire, smoke, or explosion. There was no report of death, serious injury, or mistreatment associated with this event.